Event description:
Boston scientific received information in early-august 2017 that boston scientific's legal department received documentation from the patient and family member concerning this patient's product experience with this device. According to the patient, the medical issues that required hospitalization back in late-december were the result of this "faulty device". The documentation indicated that the patient continued to experience medical issues (post-explant) in (B)(6) 2017 after taking medication and was readmitted into the hospital. The patient and family member expressed dissatisfaction of not receiving notification prior to having the device checked (pre-explant). The patient's recovery was prolonged and monetary compensation on behalf of the family is being sort. Medical records were sent to boston scientific legal department which indicated that this patient had been admitted into the hospital's emergency room (ER) for acute chronic heart failure, and to re-establish care. The patient had not been receiving care for chronic health issues. After the device's fault code#1003 was identified. The patient was presented back to the electrophysiology (ep) laboratory and the chronic device was successfully explanted and replaced. The procedure was reported as uncomplicated (see initial medwatch 3500 report#2124215-2017-00262).

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this device was explanted due to premature battery depletion and code 1003, indicative of battery voltage too low for the projected remaining capacity. It was reported that the patient was hospitalized. No additional adverse patient effects were reported.